Event description:
Boston scientific crm received information that this right ventricular lead was dislodged. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information is obtained, this event will be updated.